Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels and experienced symptoms of thirst, vomiting and headache. Patient was taken to the emergency room and received treatment of novorapid insulin administration via syringe. Dosage and frequency was not provided. Patient was also provided dramin and novalgina via IV drip therapy. Dosage was not provided. It is unknown how long patient was in the emergency room. The infusion device was requested to be returned for product evaluation.